Event description:
It was reported that on an unknown date, the patient underwent unknown surgery with the tfna long nail for a subtrochanteric femoral fracture. The surgery was completed successfully with no surgical delay. After the surgery, non-union and a breakage of the locking screw occurred. The surgeon commented that the locking screw broke off due to the non-union. On (B)(6) 2025, a revision surgery using a larger diameter nail will be performed.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional manufacturer narrative: d4: UDI: as the catalog/model number was not provided, the (01) gtin is not available.